Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the battery cap does not tighten fully. The reporter stated that there is no loss of power as of yet. There is no reported adverse event with this complaint. This report is made based on the allegation of the external component issue.

Manufacturer narrative:
The patient re-contacted animas on (B)(6) 2014 reporting that there was a power/intermittent power issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2014 with the following findings: evaluation revealed that the display is dim and pink. The pump was returned without battery cap. Investigators used test cap for all steps. Investigators were unable to duplicate complaint about bad battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.